Event description:
Procedure: sils- lap chole. According to the reporter, when the instruments were inserted, they were inserted in the wrong way; so when the doctor took the devices out, the endo grasp was stuck on the port. The tip of the endo grasp was not roticulated. The staff continued to use the devices. There was no bleeding or tissue damage, and nothing fell into the pt cavity. However, the procedure was extended more than 30 minutes due to the issue. No pt info available.

Manufacturer narrative:
(B) (4).